Event description:
Foley catheter separated from tubing and bag when attempting to secure to the patient with tape. The foley catheter had to be removed and a different one inserted. No patient injury.